Manufacturer narrative:
Investigation: the investigation was carried out using a keyence vhx-5000 digital microscope. The points of the ceramic breakage exhibit no unusual structural conditions, no pores inclusions or foreign bodies could be found. Batch history review: the device quality and manufacturing history records have been checked for the available lot number. The device history file has been checked and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause: based on the information available as well as a result of our investigation the root cause of the failure is most probably user related. Rational: most likely the ceramic breakages are caused by a mechanical overload situation or a drop. According to the IFU, this kind of instrument is designed for delicate use only. No CAPA is necessary.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: japan. It was reported that during cleaning of the device it was noticed that there was breakage of the ceramic. The issue was caused after using the it four times. It was discovered while watching a video of the past four operations that the breakage did not occur during the operations. No patient injury was reported.